Manufacturer narrative:
D4: added catalog number, expiration date, serial number, and UDI d10: (B)(6) 02-010-01-0230 - logic femoral ps cem left sz 3. (B)(6) 02-012-45-3020 - lgc tibial fit tray cem sz 3f / 2t. (B)(6) 200-02-35 - three peg patella 35mm. Manufacturer narrative updated: the reason for the reported event cannot be confirmed from the information provided but may be due to prosthesis wear and/or inclusion of the polyethylene in the packaging recall. Potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.

Event description:
It was reported that approximately 98 months after a left knee replacement procedure, the patient has experienced prosthesis wear. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10: concomitant devices unknown. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.